Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath, serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, UDI#: a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.2. The device was used for an off-label indication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿continuous intrathecal infusion of nivolumab in advanced melanoma with concomitant leptomeningeal disease: efficacy, safety, and pharmacokinetics.¿ the patient's were implanted with a 20 ml medtronic synchromed ii pump and an ascenda intrathecal catheter. The implanted pump was filled with 10 mg/ml of nivolumab every 2 weeks set at a rate of 10 mg/day. For some patients, the dose was increased to 13.5 mg/day. Among patients' adverse events/device performance issues included: 1. 1 patient developed reversible immune-mediated meningoencephalitis 2 months after the start of treatment, reversible on general c orticosteroid therapy. They were hospitalized with fever, confusion, and cerebellar syndrome. Lumbar puncture (performed after antibiotic administration) showed 200 elements with 99% lymphocytes. The intrathecal system was explanted. No bacteria were found. All symptoms resolved and the patient is currently still alive. 2. 1 patient had an intracranial hemorrhage on the catheter path during implant surgery.